Event description:
Insulin pump failed, for the second time in two months. Company claims to have a 24 hours product replacement, first replacement took 36 hours to receive, second pump will not be received for closer to 48 hours. The first pump failed after less than a month of having the pump (literally weeks after started on new pump), there was an error during cartridge change. Pump replaced in 36 hours (not in accordance with company claim as the company ships items only once a day). Second pump failed after one month usage during cartridge change. Occurred in evening, telephoned support, because missed that days shipping, replacement pump would not be shipped until the following evening (already at 24 hours at that point). Failed to provide replacement pump within 24 hours. Sales staff claim the company uses couriers so patient will not be without insulin pump for more than 24 hours. Every replacement now will be received in over 36 hours. Unable to return device as the "30-day period" is over and now stuck with device failing every month for the next four years.